Event description:
Pump malfunction. Pump will not prime even after troubleshooting. Sending replacement pump. Dose or amount: 40ml/24hr. Frequency: continuous. Route: IV. Dates of use: from first ship (B)(6) 2016 to continuing.